Event description:
The customer reported that the alarm has power yet does not sound when weight is removed from the sensor. Batteries have been replaced with new supply. Battery door is attached and closes properly. No visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).